Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes: kwp, mni, mnh, nkg, kwq. This report is for an unknown polyaxial screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Partial part number 04.615.1xx provided. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on july 08, 2019, the patient underwent spinal fusion revision due to developed adjacent level disease at the c6-c7. Initially, the patient had a previous c5-c6 anterior/posterior cervical fusion at an unknown date. The patient had a zero-p implant in the c5-c6 anterior spine, and synapse 4.0 rod system at c5-c6 as well. There were no issues with this hardware, but the patient developed the adjacent level disease at the c6-c7 at an unknown point in time. There were a five (5) minutes surgical delay. The procedure was successfully completed. There was no patient consequence. This report captures the post-operative adjacent level disease. During the revision procedure there was an intra-operative issues that is captured on related complaint (B)(4). This report is for an unknown polyaxial screw. (B)(4).